Event description:
"Customer reported: as per the office manager, she stated that as they were performing immunization injections to several patients and as they were pushing up the needle to close the safety, it would snap off. No one was harmed or had received a needlestick. This was the first time using this brand. No patient specifics were able to be provided. See email attachment section for initial email. "